Event description:
It was reported by affiliate that during a low rectum anterior resection procedure, when the surgeon went to fire the device, the device was locked. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.